Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the mitraclip instructions for use, warns: failure to establish gripper line removability prior to deployment of the clip may result in inability to remove the gripper line. The reported improper or incorrect procedure or method was due to the user being unsure if the gripper line removability test was successful, but continued with the procedure. The reported gripper line break appears to be related to the difficulty removing the gripper line. A definitive cause for the difficulty removing the gripper line and stretched gripper line cannot be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gl breakage and difficult removal. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first mitraclip was implanted without issue. The second mitraclip was ready to be deployed and the gripper line (gl) removability test was performed. Resistance was met after 1 cm of gl, but the doctor could not tell if the gl was stretching or if it was successfully flossing (moving back and forth). The clip deployment sequence was continued. Attempt to remove gl was made again and the gl fractured. The clip delivery system was removed from the anatomy. After cds removal, the broken segment of gl was able to be removed as it was visible coming out of the steerable guide catheter. There was no gl remaining in the patient. The procedure continued with a third mitraclip reducing mr grade to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.